Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted and replaced due to infection. It was noted by the patient that they were on an airplane, luggage fell from the overhead compartment during landing and struck their chest. This tore the skin at the incision site and resulted in an infection. No further patient complications have been reported as a result of this event.